Manufacturer narrative:
Additional patient information: patient height reported as 62 inches. Exact date of symptom onset is unknown, but the patient reported the issue during a follow up visit on (B)(6), 2008. This report is for one (1) unknown acdf implant. It is unknown if the complainant implant has been (or will be) explanted. Unknown, as specific part and lot numbers for the complainant device were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported via a clinical prodisc-c study that (B)(6) underwent an anterior cervical discectomy and fusion (acdf) at c5-c6 on (B)(6), 2003. The patient was discharged on (B)(6), 2003 with a prescription for percocet. The study was completed on (B)(6), 2010. The following adverse events were reported: event: (B)(6), 2008 (month 48): neuro deterioration - sensory. Neck pain radiating into the left trapezius region, with numbness and tingling in the middle finger of the left hand. Visit date: (B)(6), 2008 (month 60): abnormal sensory findings reported (slightly decreased sensation in the extensor forearm and into the hand diffusely). This report will address the abnormal sensory findings that the patient reported during a follow up visit on (B)(6), 2008. This report is for one (1) unknown acdf implant. This report is for (B)(4).

Manufacturer narrative:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding the severity of the symptoms for these events, or whether or not there was any treatment for the events. There is no information to suggest a clear association between the reported events and the device. The reported event occurred approximately five years after the index surgery. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. There is no allegation of a complaint against this device, there is no reported malfunction. There is no indication that this device may have caused or contributed to the reported adverse event. There is no information regarding the severity of the symptoms for these events, or whether or not there was any treatment for the events. There is no information to suggest a clear association between the reported events and the device. The reported event occurred approximately five years after the index surgery. In the absence of further information, this is not considered a reportable event. If additional information becomes available, this determination should be re-reviewed by a clinician.